Event description:
Hospital advised that they were infusing gammamune at 90 - 100 cc/hr. Pt developed itching and hives. Benadryl was administered and the symptoms were relieved. The set was discarded.